Event description:
The physician reported they had issues setting up the spin access catheter and was not able to use the instrument due to the sheath breaking. There was no impact on the patient or the procedure. The procedure was reportedly able to be completed with no delay after opening a new spin access catheter.

Manufacturer narrative:
The subject device was not returned for evaluation. Therefore, a root cause could not be identified. Veran will continue to monitor field performance for this device. This event is being reported as a corrective action following a retrospective review of complaints in response to an observation from an external inspection. H6: component code "cover" used as "sheath" is not available.